Event description:
It was reported that during an open bowel resection, on the first firing of the first device, it locked out and would not fire. In an attempt to fire the device, the surgeon forced the handle and broke the firing trigger. A second device was used and it was difficult to fire. It did complete the firing sequence. Once it was open, they found the device had cut but the staples on the outer side of the staple line did not fire. The procedure was completed by hand sewing. This added an additional 45 minutes to the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Firing knob dislodged; conclusions: device a was returned in good visual condition and with a cartridge reload present. The cartridge reload was received with the swing tab locked out. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference instructions for use for complete firing instructions. Device b was received with the firing knob broken and without a cartridge reload. No functionality test was performed due to the condition of the instrument. Although no conclusion could be reached on what caused the reported event, this damage is consistent with attempting to fire an instrument with a locked cartridge loaded. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as no cartridge was received for analysis. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
The customer's mother stated that she thinks the insulin pump is delivering insulin without the customer's knowledge, resulting in the customer experiencing low blood glucose levels. The customer was not present at the time of the report, so troubleshooting could not be performed. Nothing further was reported.